Manufacturer narrative:
The ultraflow catheter was returned for analysis with a 1ml syringe attached to the hub. Onyx residue was found inside the catheter hub. The catheter was found to be ruptured at ~140.0cm and 157.5cm from the proximal end of the catheter hub. The appearance of the catheter was consistent with over-pressurization. The ruptured sites were located within the bump tubing/co-extrusion section. Blood was observed within the catheter lumen distal of the ruptures. No onyx residue was found inside the catheter tip. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis the customer¿s report was confirmed. The catheter appeared to have ruptured due to over-pressurization within the catheter, resulting in pressures exceeding the limits of the catheter. Blood was observed within the catheter lumen distal of the ruptures. Presence of blood in lumen will cause premature solidification of onyx. Per the ultraflow instructions for use: ¿if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter.¿ per the onyx instructions for use: ¿inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/ minute. Over pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. In addition, premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount.¿ same event as reported in MDR MFR: 2029214-2016-00107 .

Event description:
Medtronic received information that during an onyx embolization procedure of an arteriovenous malformation fistula located on the right p4 posterior cerebral artery, onyx leaked from two holes on the microcatheter. When onyx was injected into the microcatheter into the left vertebral artery, the phyisican stated it felt strange because onyx was not coming from the end of the microcatheter. The physician noticed the onyx had leaked out from the middle of the microcatheter in the vertebral artery. Because the physician noticed a leak in the catheter, he immediately stopped the injection. Approximately 0.5ml of onyx was injected. The physician directly delivered heparin to destroy the reflux so the blood flow would not be blocked. There is no reported injury to the patient. The patient is currently in stable condition.